Event description:
Target lesion 1 (10 mm long) and a type d bifurcated lesion was identified in the r-pda with 99% stenosis and a 2.7 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.75x20 mm taxus stent, reducing stenosis to 0%. Target lesion 2 (5 mm long) was identified in the r-pav with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 2.5x12 mm taxus stent in a crushed stent technique with overlapping of the stent in the r-pda, reducing stenosis to 0%. Due to dye overload, pt was brought back to the cardiac catheterization laboratory on 4 days later, for treatment of the 1st om. Target lesion 3 (18 mm long) was identified in the 1st om with 80% stenosis and a 2.7 mm reference vessel diametr. Target lesion 3 was treated with pre-dilatation and placement of a 2.75x24 mm taxus stent, reducing stenosis to 0% 4 days post index procedure #1 and shortly after index procedure #2, pt had mild increase in his cardiac enzymes, including troponin and ck-mb. There were no cks drawn and therefore the elevation in cardiac enzymes cannot be evaluated against the guideline measures. The site would still like to report this event as an mi. It is noted in the discharge summary that the increase in cardiac enzymes "was most consistent with some downstream embolization of atheromatous or thrombotic debris or small side branch occlusion". Hospitalization was prolonged due to a skin rash and pt was discharged 9 days after procedure. In the opinion of the physician the relationship of the mi to the taxus stent is unk.

Event description:
Clinical study same case as #6000093-2005-00485 4 days after a drug eluting stenting treatment procedure the patient experienced a myocardial infaraction (mi). Lesion 1 being treated in the index procedure was a 2.7mm, 99% stenosed bifurcated region of the right descending posterior (r-pda) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.75x20mm drug eluting stent in the target vessel using a double wiring, crushed stent technique. Lesion 2 was 2.5mm 80% stenosed bifurcated region of the right posterior assending vein (r-pav). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.5x12mm drug eluting stent in the stent in the target vessel using a double wire crushed stent technique. 4 days after the patient experienced a non q-wave mi. There was no action taken to resolve this event. In the opinion of the physician the relationship of the mi to the taxus stent is "unknown" and the relationship to the target vessel is "probable". 9 days after the procedure the patient was discharged from the hospital on plavix and aspirin.